Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a knee arthroscopy, a "fast-fix 360 curved needle" was used, it was evident that the t1 was outside the place where it should come. However, an attempt to use the device was made, the device was activated by deploying the two points (t1 & t2) for which they did not fit correctly. As a result, they were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The needle overmold assembly was bent. The suture with the two attached anchors was not returned. The depth limiter button was not in the default position. The deployment needle was in the t2 position. A functional evaluation was conducted. A significant amount of resistance was present when trying to slide the deployment needle. The deployment needle clicked into both positions. The complaint was confirmed and the root cause has been associated with a stress problem. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.